Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The ultrasound image is too dark.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of dark ultrasound image was unconfirmed. The probe was evaluated using an in-house scanner and the image appeared to be normal for a site rite 8 scanner with the 32mm probe. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The probe will be serviced, tested, and returned to refurbished inventory.

Event description:
The ultrasound image is too dark.